Manufacturer narrative:
Upon further review, correction is required as report type selection was missed for product problem and also the implant date was not provided in the previous reports. The following fields have been updated: section b1: report type: product problem (e.g., defects/malfunctions) section d6a: if implanted, give date: (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 1/8/2022 section h3: device returned to manufacturer ¿ yes device evaluation: visual inspection under magnification revealed that the lens was received covered in viscoelastic residue which is consistent with a lens that was handled during explant. The lens was cleaned and no defects were identified. No defects that could contribute to visual issues or device instability were observed. The complaint issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intraocular lens(iol) was explanted from patient's eye in a secondary surgical procedure. Additional details received stated that the lens was dislocated and patient had blurred vision. Patient did not have any previous eye conditions. The replacement lens used is a different model, zma00, but same diopter lens. Patient reported no issues since implantation of replacement lens. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.